Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 51 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump was received with unresponsive esc button due to keypad connector (j2) on lcd board unlocked. No cosmetic damage noted. (B)(4).